Event description:
Pt was exhibiting symptoms of hypoglycemia (shaky and sweating). Patient's blood glucose was reportedly tested, back to back using the suspect device, with results of 126 mg/dl and 43 mg/dl, pt was given a glass orange juice. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.